Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an ICD check, undersensing was observed. An email was sent to technical services for programming suggestions. The patient was stable with no complications and will continue to be monitored.